Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider reporting that a patients implantable neurostimulator (ins) was not working and that the patient had a loss of therapy. Indication for use is other chronic/interact pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.